Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations.

Event description:
Healthcare professional reported left side rupture discovered via ultrasound and confirmed by MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported unknown side rupture. Device status unknown.